Manufacturer narrative:
Findings: the unit was received intermittent button response due to unlock keypad connector. No cosmetic damage noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump occurred electrostatic discharge, took batteries and cap off and all the buttons weren't sensitive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.